Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of the clip being unable to be released from the catheter.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during an esophagogastroduodenoscopy (egd) procedure for bleeding gastric ulcer performed on (B)(6) 2025. During the procedure, the clip would not release after deployment. The procedure was completed with another resolution 360 clip device. There were no patient complications reported as a result of this event. No further information has been obtained despite good-faith efforts.

Manufacturer narrative:
Block h2 (additional information): block b5, block e1 (initial reporter title, initial reporter first name, initial reporter last name, initial reporter fax), and block e3 (occupation) have been updated based on the additional information received on june 4, 2025. Block h6: imdrf device code a15 captures the reportable event of the clip being unable to be released from the catheter.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during an esophagogastroduodenoscopy (egd) procedure for a bleeding gastric ulcer performed on (B)(6) 2025. During the procedure, the clip would not release after deployment. The procedure was completed with another resolution 360 clip device. There were no patient complications reported as a result of this event. Additional information received on june 4, 2025: the anatomy location is in the stomach. The procedure was completed with a different device.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during an esophagogastroduodenoscopy (egd) procedure for a bleeding gastric ulcer performed on (B)(6) 2025. During the procedure, the clip would not release after deployment. The procedure was completed with another resolution 360 clip device. There were no patient complications reported as a result of this event. Additional information received on june 4, 2025: the anatomy location is in the stomach. The procedure was completed with a different device.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of the clip being unable to be released from the catheter. Block h11: investigation results. The returned resolution 360 clip device was analyzed, and a visual evaluation noted that the device was returned without the clip assembly with evidence of full deployment and the control wire kinked. Microscopic examination was performed, and it was found that the device has evidence of full deployment and the control wire kinked. Dimensional analysis was performed between the hooks of the bushing and both sides were noted to be within specification no other problems with the device were noted. The reported event of clip would not release was not confirmed. Analysis of the returned device found that the device returned fully deployed. However, during product analysis, it was found that the control wire returned kinked, it is most likely that this event happened due to operational factors such as user technique. Based on all available information and the analysis of the return device, the most probable cause of this complaint is adverse event related to procedure.